Event description:
A medtronic representative reported that during a navigated biopsy utilizing synergy cranial 2.2 software, the preferred view settings reverted back to the default settings. They reconfigured the views, went to register, and the default registration was touch and go instead of their preferred point merge. Later they went back to the plan task and the views again reverted to the default. They moved forward and registered the patient, went to navigate, and when they hit cycle views the software exited to the application menu. Then they reentered the software, went to navigate, and when they hit cycle views the software again exited back to the application screen. No impact to the patient outcome was reported.

Manufacturer narrative:
System log files were sent to manufacturer for evaluation, but log files are corrupted. This occurrence will not be added to the existing test track record as that record was closed with the release of the synergy cranial 2.2.5 software which incorporated the fix for this anomaly.

Manufacturer narrative:
The manufacturer received the system logs on (B)(4) 2012. The evaluation of the alleged software malfunction is in progress.

Manufacturer narrative:
A medtronic representative upgraded the synergy cranial software application to version 2.2.5. Software upgrade resolved the issue. System tested fully functional after software upgrade.